Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Confirmed customer's complaint during testing; found that the pump failed the occlusion test. Replaced the dso (downstream occlusion) sensor, bezel, and seal. Upon further investigation, found that the lens and chassis were scratched and the air detector had dents in it. Replaced the chassis, gears, expulsor, valves, foam, bearings, gaskets, cam shaft, springs, pins, seals, c-rings, retainer, upstream occlusion sensor and seal, air detector, optic switch, connectors, bracket, battery door, front and rear housings, insulators, piezos, guards, adhesives, latch/lock, handle, lens, lens seal, keypad and labels. Updated software. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed occlusion after downstream occlusion (dso) calibration. Found during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.